Event description:
Us complainant reported that the aic experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided

Manufacturer narrative:
Data analysis: looking at the attached imc logs (imc ic9164.pdf), the controller logs the controller error "imcgui: event set: #1036 from 9 (0)" which indicates an optical error. The attached rt logs (ic9912 no optical signal.png) show the optical signal drops to -16384 for an extended period of time which between the imc logs and the rt logs points to the failure mode transient loss of optical data. Device analysis: console (ic9614) was sent back fs for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence and was unable to be reproduced. The cause of the issue was not determined since failure could not be reproduced.